Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nexiva¿ diffusics¿ closed IV catheter system needle was difficult to detach and got stuck while extended. The following information was provided by the initial reporter: "when the mandrel/needle was to be detached from pivc/nexiva, it did not work. It got stuck in a extendable position."

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval?: yes. D9: returned to manufacturer on: 12/22/2021. H6: investigation: our quality engineer inspected the 1 representative and 2 activated samples submitted for evaluation. The reported issue was not confirmed upon inspection and testing of the samples. The activated samples were analyzed and no abnormalities were observed by the quality engineer. The representative sample was tested for decoupling, and it passed manufacturing specifications, showing no failure. The activated samples could not be tested for decoupling since they were already in the activated state. Since the reported failure could not be confirmed, a manufacturing root cause could not be determined. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that the bd nexiva¿ diffusics¿ closed IV catheter system needle was difficult to detach and got stuck while extended. The following information was provided by the initial reporter: "when the mandrel/needle was to be detached from pivc/nexiva, it did not work. It got stuck in a extendable position."